Event description:
Info received indicates the knee section of this bed could not be operated due to contamination/residue on the siderail control circuit board knee buttons.

Manufacturer narrative:
The technician replaced the siderail control circuit board and the siderail gasket to repair the bed.